Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient reporting burning in the pocket, about a one inch diameter around the ins and patient believes this occurs more often when the ins has a low charge level. The issue has been occurring for approx. The last nine months. Per patient, no falls or trauma have occurred. Patient believes the sensation occurs when the ins is off as well as when on. Caller then stepped away and told me the patient may have some dementia. Caller performed impedances, normal and reviewed usage which was 93% since feb 8th. Visual inspection of pocket shows no redness and looks normal. The caller mentioned the patient came today for a new ins implant, but caller will discuss with patient the ins still has life. Due to the dementia and discussing with caller, we first need to determine if the burning for sure occurs when the ins is off. Patient may be asked to keep a diary. Will send caller email to reply back with any updates after speaking with healthcare professional.